Event description:
Medtronic literature review found a report of in-stent stenosis, lumen occlusion, and morbidity in association with pipeline aneurysm embolization. The time frame of this study was from september 2018 to september 2022. The purpose of this article was to assess whether the size of the stent relative to that of the vessel (the stent-to-vessel diameter ratio, or svr) may be predictive of the development of iss after treatment with flow diverters. The authors reviewed 458 cases of patients treated for aneurysms using the pipeline embolization device (ped) or the tubridge embolization device (ted). Of the 458 patients, the average age was 54 years, 341 were female and 117 were male. It was observed that the distal stent-to-vessel diameter ratio (dsvr) was a significant risk factor for iss after flow-diversion treatment. A higher dsvr was associated with an increased risk of iss. The article does not state any technical issues during use of the pipeline. In addition, 460 patients had a mrs score of 0, 19 patients had a mrs score of 1-2 and 2 patients had a mrs score of 3-5. The following intra- or post-procedural outcomes were noted: in-stent stenosis was detected in 68 cases lumen occlusion in 1 patient morbidity if 2 patients

Manufacturer narrative:
Citation: authors: huang, c., feng, x., tong, x., wen, z., zhu, y., xu, a., huang, m., ma, g., hu, y., shi, h., guo, z., liu, a., & duan, c.. Stent-to-vessel diameter ratio is associated with in-stent stenosis after flow-diversion treatment of intracranial aneurysms. Journal of stroke and cerebrovascular diseases. 33(8) 2024. Doi:10.1016/j.jstrokecerebrovasdis.2024. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the adverse events mentioned in the article were not attributed to device issues but to diverse perioperative and postoperative factors. The incidence of adverse events was reported to be consistent with that reported in the literature. The article was said to be concentrated on the impact of the selection of stent size on the prognosis of the surgery, rather than the device per se.